Event description:
The facility reports while transferring the patient out of the water, the extension broke off the hoist when the hoist had almost reached its highest point. The patient fell into the water with the hanger bar and sling. The patient suffered injuries to the muscles between the shoulder blades, causing pain in the neck, shoulders, and left arm. Patient was not taken to a hospital, but was visited by a doctor.